Manufacturer narrative:
Part returned PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history record: device history lot: part: 04.027.036s, lot: 4l16769, manufacturing site: (B)(4), release to warehouse date: 08 apr 2019, expiry date: 01 march 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Investigation summary: investigation site: (B)(4), selected flow: damage. Visual inspection: visual inspection has shown that the lips of the blade tip are slightly damaged and deformed. All in all the article is in a good condition. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary: the returned pfna blade was examined and the complaint condition was able to be confirmed. On the lips of the pfna blade tip has shown that these are slightly damaged and deformed. We do suppose that the device encountered unintended forces, such as excessive force application during insertion, which finally caused the post manufacturing damage. A functional test with an at the cq department available impactor for pfna blade (part 356.823) was performed and no functional issue could be detected. The pfna blade is fully functional although the slight visible damage on the implant. The review of the device history record revealed that this implant was manufactured in april 2019. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted; visual and functional checked were performed per 100% after the assembly of the component parts. No manufacturing related issues that would have contributed to this complaint were found; this complaint condition is most likely due to inadequate handling. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps "dimensional inspection:" are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(4) as follows: it was reported that the pfna blade couldn't be implanted due to technical issues. No more information available at this point in time. Concomitant devices reported: unknown nails: pfna (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).